Manufacturer narrative:
The intraocular lens is implanted. According to the surgeon, the reported event might be due to weak zonules, or the patient might have aggressively rubbed the eye.

Event description:
The surgeon reports performing cataract surgery with implantation of an akreos ao60 intraocular lens. According to the surgeon, peri- and immediately post-operatively, no issues were noted. However, at the postoperative follow up visit the lens was found decentered downward within the capsular bag.